Manufacturer narrative:
Attempts have been made to gather more information, especially concerning the failure date of (B)(6) 2025 versus the explant date of (B)(6) 2025 but there has been no response.

Event description:
According to the dentist: "on (B)(6) 2018, implant was placed/bicon protocol followed no complications encountered. On (B)(6) 2025 failed."